Manufacturer narrative:
The device was serviced by a service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f94 alarm was identified during the power on self-test and review of the alarm log. The cause of the condition was determined to be damaged main battery. To resolve the issue the battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.